Event description:
During the mesh implantation portion of surgery the tip of the 2-0 vicryl sheared off; unable to retrieve. Retained needle tip in fascia and mesh was reapplied. No harm to patient; patient informed.